Event description:
It was reported that wire detachment occurred. The 50% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery. A 0.014inch/185cm comet 2 pressure guidewire was selected for use. During the procedure, after evaluating the left anterior descending artery and the circumflex artery, the wire was noticed to be separated at the distal part after torque was no longer transmitted within the 5f diagnostic catheter. A new wire and balloon catheter was used to trap the separated fragment and removed it from the patient. The procedure was completed. There was no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. The returned product consisted of an ffr comet pressure wire, the wire returned detached from de weld seam. The detached part did not return for analysis. Memory testing could not be performed because the occ cable was not returned for analysis. Visual inspection of the device revealed that the wire was returned detached from the weld seam at 33cm from distal to proximal.

Event description:
It was reported that wire detachment occurred. The 50% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery. A 0.014inch/185cm comet 2 pressure guidewire was selected for use. During the procedure, after evaluating the left anterior descending artery and the circumflex artery, the wire was noticed to be separated at the distal part after torque was no longer transmitted within the 5f diagnostic catheter. A new wire and balloon catheter was used to trap the separated fragment and removed it from the patient. The procedure was completed. There was no patient complications reported.